Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. During an l2-s1 scoliosis case with the everest mi xt spinal system, the tabs on six different screws broke off prematurely through the welds, reportedly adding a significant amount of time to the surgery. According to the agent, the tabs on the first screw broke while the surgeon was passing the rod. The tabs on four of the screws reportedly broke just before reducing the rod; the set screws were not yet engaged. Thus, these screws' welds were likely damaged during passing of the rod as well. The tabs on the last screw reportedly broke during rod reduction with the set screw; however, the set screw was not yet in the housing of the screw. In each event, the smaller, cocr tabs were removed successfully. With each screw, the tabs' welds were likely damaged during rod passing, resulting in them breaking off prematurely shortly thereafter. Since the tabs can break through the welds under lateral bending loads, it is likely that the lateral force from the rod compromised the tab's welds, especially considering this was a scoliosis patient, in which correction forces can be much higher. It is also possible that the tension and leverage created by the patient's skin/muscle contributed to this incident. A general review of the manufacturing and inspection records contributed no additional information while none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. In situ.

Event description:
On 12.22.2016 it was reported to k2m, inc. That during a surgery everest xt fenestrated screw tabs broke off. Surgery time was extended by approximately 25%.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 12.22.2016 it was reported to k2m, inc. That during a surgery everest xt fenestrated screw tabs broke off. Surgery time was extended by approximately 25%.